Manufacturer narrative:
No evaluation has been performed as no confirmation has been provided by the site to have a medtronic representative perform a system checkout and evaluation. The site reported that a biomedical engineer on site replaced the fuses and the system is operational. Site has not confirmed service.

Event description:
A medtronic representative reported that, while outside of a procedure, the fuses for the viewing station of the imaging system opened when plugged into an operational outlet. The reported occurred when moving the imaging system into storage. There was no patient present when this issue was identified. No additional information was provided.